Event description:
Home test read positive so I went to the doctor and the test with them was negative.

Manufacturer narrative:
1. Customer tested positive using the ihealth flu a&b/covid-19/rsv rapid test, then tested negative at the doctor. 2. The type of false positive was not specified. 3. Type of test taken at the doctor was not specified. 4. Lot number of test kits was not provided,manufacturer cannot effectively verify and confirm customer feedback.